Event description:
It was reported that the implantable cardioverter defibrillator exhibited loss of radio frequency telemetry. Review of the session records confirmed the device had an internal radiofrequency error. Patient was brought in the clinic for further evaluation. Software download was performed on (B)(6) 2017; rf telemetry was reestablished. Patient was in stable condition.